Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt212 adult single-heated ventilator circuit failed the ventilator leak test during setup and prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: rt212 adult single-heated ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Section h11: the subject rt212 adult single-heated ventilator circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.